Event description:
Per the clinic, the patient experienced a skin inflammation around the implant site. The device was explanted on (B)(6) 2011 and reimplant with a new device on the contralateral side during the same surgery.

Manufacturer narrative:
(B)(4). A cover letter was provided to the agency regarding this event.